Event description:
It was reported that the caller was updating settings related to time and personal profile on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with updating the pump time and advised them to monitor the situation, with a suggestion to follow up if the time discrepancy greater than 5 minutes recurs. The caller understood and acknowledged the advice provided.